Manufacturer narrative:
H.6. Investigation: two photos of a 31g x 8mm pen needle sample were returned from lot. No. 8128654, cat. No. 320631. Visual examination of the returned photos was carried out and a cannula through shield and cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA#: 131809 was initiated.

Event description:
It was reported that the pen needle 31x8 english had pierced through the shield before use and pricked the consumer's finger. The following information was provided by the initial reporter: "last night I took a micro-fine needle from the box and whilst holding it, pricked my finger prior to taking the lid off the needle. At closer inspection the sharp was sticking out sideways through the casing of the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle 31x8 english had pierced through the shield before use and pricked the consumer's finger. The following information was provided by the initial reporter: "last night I took a micro-fine needle from the box and whilst holding it, pricked my finger prior to taking the lid off the needle. At closer inspection the sharp was sticking out sideways through the casing of the needle."